Event description:
It was reported that a (B)(6) female patient underwent primary breast reconstruction surgery with smooth low bleed gel on both sides and experienced bilateral breast implant ruptures postoperatively diagnosed in the office and confirmed via MRI. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 18, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the smooth low bleed gel 500cc breast implant had an area of siltex cracking on the anterior view. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable leakage. Although no rupture was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 6, 2022, mentor became aware that the date of bilateral replacement surgery with catalog number smpx490; serial number (B)(6) on the left side, and with catalog number smpx490; serial number (B)(6) on the right side was on (B)(6) 2022. Hence, following fields have been updated on this form: - is required intervention has been selected under section b; field b2. - fields d6b for explantation date have been updated to (B)(6) 2022. - field h6 health effect - impact code ¿device explantation¿ has been added. - field h6 type of investigation has been updated to "device not returned". Reason for device explant and/or reoperation: left rupture. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 22, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).